Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 6.9 cm abdominal aortic aneurysm approximately 30 months ago. At the time of implant, the aortic neck was 22 mm in diameter, short, and angled 45 degrees. The patient has had no follow-ups or cts since the time of the initial implant. It was reported that the patient presented with a ruptured aneurysm. The CT revealed that the stent graft had migrated 2 to 2.5 cm distally due to aortic neck angulation and dilatation, resulting in a large type I endoleak. The aneurysm currently is 7.9 cm in diameter; the neck is slightly conical in shape and has dilated from 22 mm to 25 mm in diameter, and its angulation has increased from 45 degrees to 65 degrees. The physician elected to treat the patient with two aneurx aortic cuffs and a talent cuff successfully resolving the migration and type I endoleak. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(Secondary intervention) - results: migration, endoleak. Aortic neck angulation and dilatation.